Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: leakage event details: the patient was admitted to the hospital due to cerebral infarction. On (B)(6) 2025, the nurse on duty administered intravenous treatment to the patient as prescribed by the doctor. After the treatment, when using a prefilled syringe to flush the catheter, the nurse found that the packaging was leaking and could not be used. The prefilled syringe was immediately replaced, and no harm was caused to the patient.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306593 and lot number 4117913. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time.